Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed, its non-osseointegration was observed. In addition, the dentist reported that it was done the procedure of immediate implant. The patient presented insufficient bone quality/quantity (bone type iii).